Event description:
Device 2 of 2. Reference MFR report number: 1627487-2013-08039. The patient received two leads from the same lot number. It was reported the patient was experiencing intermittent stimulation with the stimulation being felt strong when standing and the stimulation off while sitting. Impedances showed that several contacts on the leads had low impedance. No further info was available at the time of this report.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.